Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This event occurred in new zealand, see section e. H2, h3: the returned biopsy needle was analyzed. It was clogged. Codes b01, c0708, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device used during a cranial biopsy procedure. It was reported that surgeon was performing a navigus biopsy and was unable to aspirate or irrigate the internal channel of the biopsy needle. Another needle kit was opened and procedure was completed without further issue. There was no delay and no impact on patient outcome.